Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, infection of internal bodily tissue, dyspareunia, prolapse, incontinence and has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(4).